Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined assistance from tandem customer technical support regarding this issue. Additionally, it was reported that multiple cartridges did not fit onto the pump. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose level ranged from 117 mg/dl to 350 mg/dl.